Event description:
A medtronic representative reports that a patient is having problems with his synchromed ii pump. His pump was refilled in 2007 when they discovered a large volume of prialt left in the pump reservoir. Patient indicated that he has not had pain relief since december. A dye study was peformed and determined that the catheter was blocked. One week later, saline was put into the pump reservoir awaiting decision on whether to implant a new catheter or remove the whole system. Additional information has been requested of the hcp, but was not available on the date of this report.